Event description:
Following implant, the patient never received therapeutic benefit despite weekly dosage increases. During a recent refill, the hcp withdrew 20cc of medication. The patient had x-rays to confirm that the "tubing" was ok and not kinked. The patient was scheduled for a nuclear medicine study for the pump. A catheter occlusion was suspected. The physician opened the pump pocket, disconnected the catheter, and easily aspirated the catheter. The pump was aspirated and 20cc was obtained; 18.2 cc was expected. The physician elected to replace the pump. There was reported to be no patient injury and the patient recovered without sequela. The device system was used to deliver morphine (40 mg/ml at 2.998 mg/day).

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.